Event description:
It was reported to that during unloading the cot from the ambulance the head end of the stretcher fell down. The safety pin rugged from schnitzler which was installed at this cot did not hold. There was no pt involvement or adverse consequences.

Manufacturer narrative:
Safety hook.